Event description:
It was reported that the patient presented to the clinic after receiving a notification for non-sustained rv oversensing. The device was post-paced t-wave oversensing. Programming changes were made; the device remains implanted.